Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a gastroscopy procedure. According to the complainant, during the procedure, it was noticed that the forceps needle was bent sideways. The procedure was completed with this radial jaw 3 single-use biopsy forceps device. Reportedly the device had collected approximately 30-40 biopsy samples prior to the reported failure. The device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found the needle bent. Functionally the device jaws would open however, the bent needle did not allow proper jaw closure. The condition of the returned incident device was consistent with the complaint; needle bent. The most probable root cause is operational context as excessive force was most likely applied to the device during sample retrieval due to anatomical or procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a gastroscopy procedure.according to the complainant, during the procedure, it was noticed that the forceps needle was bent sideways. The procedure was completed with this radial jaw 3 single-use biopsy forceps device. Reportedly the device had collected approximately 30-40 biopsy samples prior to the reported failure. The device was inspected/tested prior to use and no anomalies were noted.there were no patient complications reported as a result of this event.